Event description:
The facility reported a colleague infusion pump with failure code 516:320:844. The event was reported to have occurred during programming/setup in the facility's oncology care area. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 516:320:844 was confirmed during product evaluation as failure code 516:320:844:0000. This condition was not duplicated during product evaluation. Therefore, no assignable cause could be provided. This pump is a baxter owned device and will not be repaired.should additional information be received, a follow-up medwatch will be submitted.